Event description:
It was reported the reamer broke at the tip. No patient impact reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Proposed component code: mechanical (g04) - drill. Visual examination of the provided pictures identified the tip of the reamer is cracked and covered in biological debris. Part and lot information cannot be verified as it is not shown in the picture. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3 visual examination of the returned product identified the area where the lot number is etched has severe wear marks making the etching illegible. Part number verified. Cosmetic inspection of the product found scratches, wear marks, nicks and gouges. It is confirmed the tip has fractured but it has not caused any pieces to fall off. The root cause of the previous investigation does not change and remains unable to be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.